Manufacturer narrative:
The real intelligence cori, part # rob10024, serial # (B)(6), intended for use in treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Testing found that the tool control unit board was faulty and that replacing the board solved the communication errors. The most likely cause was determined to be the tcu board of the console was failing to communicate with either the drill or the motherboard due to a hardware failure. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori demo, the real intelligence cori would continue to show a communication error when testing the drill even though the drill would lock and unlock the bur successfully every time. Since this was noticed during a demonstration, there was not any patient involved.